Manufacturer narrative:
The device has been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, an image issue with the hd camera head. The issue was found during preparation for use and there were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, device evaluation and correction to h4. The device was returned to olympus for inspection, and the customer's complaint was not confirmed, as the event was unable to be replicated. The device has been inspected. Estimation found cable broke/damage from switch side (non-reportable malfunction). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to cable failure (such as disconnecting). However, the definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device.